Manufacturer narrative:
On 5/13/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5083749. It was reported that a patient who underwent breast implant surgery procedure with mentor medical devices (B)(4) has experienced autoimmune disorders (hashimoto's syndrome and pernicious anemia) this case was not confirmed by a healthcare professional. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the one of the two devices.